Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot (B)(4), and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an animal underwent an ovariectomy in (B)(6) 2020 and suture was used for overlocking the abdominal wall. During the procedure, the needle ruptured after few tissue passages without excessive tension. Another like device was used.